Manufacturer narrative:
H6: investigation summary: customer reported there was a leak in 10013902 along the line, and returned the affected sample. The sample was primed with blue dye fluid and after applying excessive pressure with a syringe the filter occlusion was overcome. Due to the pressure and filter occlusion, both air vents were leaking on the filter. The air vent membrane seal is the weakest within the filter, and when the pressure builds up they are likely to leak. A device history record review for model 10013902 lot number 20055525 was performed. The search showed that a total of 17,603 units in 1 lot number was built on 13may2020. There was a quality notification issued for the failure mode reported by the customer during the production build of this set, under qn#(B)(4) for leak test fail. The root cause of the leak is determined to be filter occlusion. The filter is a supplier part and the supplier has been notified of the failure. H3 other text : see h10.

Event description:
It was reported that the ext set .2 mf low sorb experienced leakage. The following information was provided by the initial reporter:material no: 10013902, batch no: 20055525unusual circumstances? -yes, during priming n/s leakage was noticed.how was it detected? -when priming the line+filter with n/sdescribe reported problem/event in detail: -when priming the line with normal saline- rn notice there is leakage along the line.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the ext set .2 mf low sorb experienced leakage. The following information was provided by the initial reporter: material no: 10013902, batch no: 20055525. Unusual circumstances? Yes, during priming n/s leakage was noticed. How was it detected? When priming the line+filter with n/s describe reported problem/event in detail: when priming the line with normal saline. Rn notice there is leakage along the line.